Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 350 mg/dl-400 mg/dl. The customer reported that the insulin pump was not deliver the amount of insulin bolus that she entered 30 units and only delivering 2.10 units. The customer declined the high blood glucose troubleshooting. The device will not be returned for analysis.